Event description:
A report was received that after a non-device related fall, the patient's ipg incision site opened up and the patient was bleeding. The patient's wound was closed and was reportedly doing well.